Manufacturer narrative:
The meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510k # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter was reading inaccurately high. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2011. The patient informed the mss that he tests his blood glucose anywhere between 4-6x/day and is on an insulin pump. On the afternoon of (B)(6) 2011, the patient reported that he obtained a blood glucose reading in the "320 mg/dl range" with the subject meter. The patient stated his normal blood glucose readings are in the "120 to 210 mg/dl range". In response to the high reading, the patient stated he took a correction bolus and approximately 5 minutes later he began to feel shaky and sweaty. At the onset of the symptoms, the patient stated he tested his blood glucose with the subject meter and obtained a result in the high 200 mg/dl range. The patient did not feel the reading was accurate based on his symptoms and therefore immediately tested on another device (evolution) and obtained a result of "69 mg/dl". The patient reported that he treated himself with food in response to the symptoms and confirmed feeling better afterwards. The patient informed the mss that the two readings were performed within 5 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30mg/dl and/or 30%. At the time of troubleshooting, the patient confirmed that the test strips appeared in good condition and were not past their expiration date. The patient did not have control solution available to test the subject meter. Replacement product were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.